Event description:
Extreme pain following uae for two weeks. Inability to conceive. Myomectomy was performed for infertility. A 20 cm calcified fibroid was removed. Two pregnancies, one normal delivery. Second delivery, experienced uterine atony and post partum hemorrhage. D&c revealed calcified fissures in the lining of the uterus. Thought to be caused by uae.